Event description:
It was reported that a patient experienced a shocking or jolting sensation. When the patient was sitting down and leaned forward he would have a shock sensation in the "anus area." It was stated that this does not happen when the patient was walking or standing. It was stated that this event was "rare." It was stated that this happened on (B)(6) 2013, lasted about 15 and shocked him 8-9 times. About two weeks later it was reported that the patient no longer had concerns with their device or therapy. No further information was provided about this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v271878, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).